Event description:
At an unk time and location, pt went to (B)(6) for spine surgery, for what is believed to be an mis decompression at l3-l4 with no instrumentation. Pt was unhappy with the results and went to (B)(6). In (B)(6) 2010, surgeon in (B)(6) performed a decompression and fusion from l2-l5 using pangea system with an allograft t-plif spacer at l3-l4. Subsequent to this, pt complained of pain and discomfort for approx 20 months before the pt was returned to the operating room on (B)(6) 2012 for revision surgery. During the revision surgery, surgeon noted a malunion at l4-l5 level and the head of the l5 pangea polyaxial screw on the left side was solidly attached to the rod with the cap, but had disconnected from the bone screw. The polyaxial screw on the l5 contralateral (right) was intact and solid on the rod, but appeared to have undergone a "windshield wiper effect" in the pedicle and was loose. Due to stability concerns, surgeon removed all screws, rods and caps from the construct and were discarded by the hospital. The l5 screws were removed and replaced, and the construct was extended down with iliac wing screw fixation for add'l stability. All screws replaced with larger sizes except for the left l5 pedicle screw. The transconnector was reused. Black deposit (what appeared to be titanium dioxide) was found on the nerve root near the head that had snapped off of the screw. Reportedly, surgeon was unable to see the disconnected polyaxial head on the pre-operative x-ray. This is the 1st of 10 reports submitted on this event.

Manufacturer narrative:
Date of implant reported as (B)(6) 2010. Investigation is on going; no conclusion could be drawn as no device was returned. The device history record review found no discrepancies noted that would be associated with this complaint.

Manufacturer narrative:
One screw was provided for evaluation. None of the other screws, locking caps, or rods were returned for evaluation. The pedicle screw arrived with the bone screw component separated from the head sub-assembly. There are indications of wear on the body where the head of the screw rubbed wearing the anodize and material away, these areas include the outer diameter near the bottom of the screw and on the interior chamfer diameter; also, there is visible wear where the rod wore the sides of the rod cutout. On the collet there is a groove worn into the spherical interior diameter and nicks and dents on the same. The rod slot (both sides) on the sleeve has a surfeit of wear indicated by the amount of material drawn into the interior diameter and outer diameter and wear (anodize and material removed) visible on the two ears. The screw head has areas where the grooves have been polished or worn away and there are nicks and scratches. All described nonconformities are post manufacturing. The interior spherical diameter of the collet cannot be measured in its manufactured split condition and raw material cannot be measured in its assembled state. The outer spherical diameter on the screw cannot be measured because of damage. With the bone screw components separated from the poly-axial bodies a functional evaluation to attempt to recreate the event is not possible. The implant appears to have been overloaded loaded at extreme angle which lead to separation. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event.